Event description:
It was reported that the patient presented in-clinic for follow-up and lead was diagnostically imaged. Externalized conductors were noted. All electrical measurements were normal. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted and replaced.

Manufacturer narrative:
External insulaion abrasions were found at 7.8-8.1cm and 9.2-10.2cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was found at 27.2-27.9cm from the distal tip. The etfe coating was intact at these locations. Insulation and conductor damage was found at 32.8-33.0cm from the distal tip, consistent with clavicle crush damage. The conductor insulation was fractured. This is consistent with the observation from the field.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.